Manufacturer narrative:
Product event summary: the device was returned. Analysis was performed and no anomalies were found.

Event description:
It was reported that the right atrial (ra) lead had dislodged post operatively. The lead was repositioned and remains in use. During the procedure the physician was unable to wrench the setscrew of the implantable pulse generator (ipg). The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.